Event description:
We were informed on (B)(6) 2024 that the patient underwent a procedure in which their nevro ipg was explanted due to inadequate pain relief. Please note this is not a device manufactured by (B)(6). The explant occurred on (B)(6) 2024 by dr. (B)(6), hospital details unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).